Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, g4, g7, h2, h6, h10. Based on the results of the investigation, the probable cause is likely the user cut off the tip of the device. This issue is addressed in the instructions for use (IFU): "important information ¿ please read before use: repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury and / or equipment damage can result."

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the returned device and found the scope¿s distal end, bending section glue and bending section rubber missing. There was no pass in the forceps passage. The image was checked and 20+ fibers were noted to be broken. Buckles and dents were noted on the scope¿s insertion tube. The scope¿s angulation was found to be out of specification. The most likely cause for the reported event is mishandling. The instruction manual provides the warnings below to mitigate scope damage. Important information ¿ please read before use caution: do not strike the distal end of the insertion tube or allow it to strike other objects. The objective lens surface of the distal end is particularly fragile, and vision abnormalities may result. Do not twist or bend the bending section by hands. Equipment damage may result. Do not squeeze the bending section forcefully. The bending section¿s covering may stretch or break and cause water leaks. The eyepiece section cannot be removed. Do not attempt to rotate it by force.

Event description:
The service center was informed that distal end of the scope was damage. The customer reported that a portion of the scope¿s black coding was missing and two wires were exposed near the eyepiece. In addition, the scope¿s up/down angulation did not work. There was no patient involvement.